Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as multiple hardware. The field service engineer (fse) redressed line 24, and replaced the sodium electrodes and carbon dioxide membrane which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic erroneous patient result for ion selective electrolyte (ise) on their unicel® dxc 600 instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for three (3) patient samples. Patient demographics were not provided by the customer.